Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and underwater pressure testing were performed. The device was found to operate per specification during all performed testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink IV connector was observed with blood clotting in the valve. This occurred during patient use. The line was flushed multiple times, though the clotting still occurred. No additional information is available.